Event description:
It was reported that (1) device was used during a appendectomy. It was reported by the affiliate that during the atw35 instrument's first firing, the tissue was cut, but only one side was clamped. A second cartridge was used with same result, which resulted in bleeding. Surgeon also complained the instrument did not seem to be opening as far as it should. Another instrument was used to complete the case.